Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had experienced low blood glucose of 26 mg/dl at the time of incident. Customer believes that she may have pressed the wrong button on her insulin pump as the display screen is hard for her to read. Customer was advised that the device would be replaced and to return the product for analysis.